Manufacturer narrative:
UDI: unknown part number, UDI unavailable. It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
Information received via phone call from patient's mother on (B)(6) 2017: patient with history of hydrocephalus has had shunts implanted since age 8. Most recent valve was a certas valve implanted in 2013. Setting was changed in (B)(6) 2017 due to patient discomfort that developed when patient would lie down. Patient was experiencing headaches and could not sleep. Setting changed from 5 to 4. Following setting change, patient developed nausea and headaches. Surgeon was unsure if unintended setting change or patient sensitivity to new setting was responsible for patient condition. Patient had previously had settings confirmed; however, unsure is most recent setting has been confirmed. Valve remains implanted.